Event description:
The complainant reported that the impella cp was removed without any issues. The patient was repositioned before the sheath was removed. This resulted in an aortic valve block iii. The patient had to be treated with an external pacemaker. Circulatory stability afterwards was noted. The sheath was removed and a femostop was applied. The patient survived the event.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the reported atrial arrhythmia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the atrial arrhythmia could not be determined.